Event description:
It was reported that during a da vinci-assisted surgical procedure, the large clip applier had a clip stuck in the jaws. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeon was attempting to clamp onto a vessel or tissue bundle and attempting to remove the clip. There was no movement issues with the instrument. This occurred during the 1st clip application. A backup clip applier was used to continue the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large hem-o-lok clip applier instrument to perform failure analysis. Failure analysis investigations did confirm and replicate the customer complaint. The instrument was found to have bent blades causing them to be misaligned. The offset at the tips was 0.29 mm. The blades were not found to be cracked. The probable root cause of bent blades is attributed to damage during use, as moderate misalignment of tips may result from attempting to grasp either hard tissue/objects or inadvertent collisions with other instruments. Applying excessive force on the instrument tips during handling, insertion, usage (overloading), or removal can also cause bending.